Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the reportable malfunction documented in b5, the remaining evaluation findings were as follows: due to wear of the angle wire, the bending angle in the up direction and the play of the up/down knob were out of the standard value; due to deformation on the bending tube, angulation skips during angulation in the up/down directions; due to slipping out of the light guide bundle, illumination was uneven; the scope connector cover unit, suction connector, universal cord, grip, scope cover, switch box, connecting tube, forceps elevator lever, up/down knob, right/left knob, control unit, adhesive on the distal sheath, distal sheath, and forceps elevator knob were scratched; the control unit had discoloration; the paint on suction cylinder was peeled and the adhesive on distal sheath had a chip. The customer provided additional information. The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, it is unknown what the material was or when the foreign material adhered to the nozzle, there was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, the endoscope was immersed in detergent solution, the nozzle was cleaned with lint-free cloths/brushes/sponges and the air/water nozzle was flushed with detergent solution. There were no concerns about the reprocessing and no abnormalities in the accessories used for reprocessing. The investigation is ongoing and follow-up with the user facility is currently being performed for additional details relating to the patient and event. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had insufficient angulation. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: due to insufficient cleaning, foreign matter was in the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the customer provided cleaning process, and the legal manufacturer's investigation. E1 was also updated. The foreign material found has been attributed to insufficient cleaning. The customer provided the cleaning, disinfecting, and sterilization process as follows: the device was cleaned, disinfected, and sterilized before it was sent in for repair. The customer has no idea about the nature of the foreign material. There was no delay in the start of the precleaning and no abnormalities in the accessories used for reprocessing. Lastly, the customer flushed the air/water nozzle with water and air, wiped/brushed it with clean lint-free cloths, brush, or sponges, and flushed it with the detergent solution. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five years since the subject device was manufactured. Based on the results of the investigation, the root cause of the foreign material remaining in the nozzle could not be determined. The event can be detected and prevented in accordance with the following IFU: IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor the field performance of this device.